Event description:
It was reported that during a follow up in clinic non-sustained oversensing episodes were detected for t-wave oversensing. Programming changes were performed and device remains implanted. The patient is in stable condition.